Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported to philips that the device had a proximal pressure line disconnect alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:04feb2021. B4:04feb2021. The customer had a standby ventilator ready, which was immediately connected to the patient, and there was no delay in therapy. A philips service engineer (se) was dispatched to the customer site. The reported issue was not confirmed. The se performed testing on the device and was unable to replicate the reported problem. The customer requested no further work be conducted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.